Event description:
A generator was explanted and returned for product analysis. Product analysis was completed and high impedance was noted in the downloaded data. It was unknown whether the high impedance was seen pre-explant. No additional relevant information has been received to date.

Event description:
Information was received that the preop impedance was normal. After generator replacement, the generator impedance was also normal indicating that there was no issue with the lead.